Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in the united kingdom, this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. The valve was successfully implanted, and the patient moved to recovery ward. There, the patient had growing chest pain with a drop in blood pressure. Upon further investigation on echo, a small pericardial effusion was noted. Following pericardiocentesis of 1.1 liter and insertion of two surgiflow, the effusion had reduced. The patient was stable and conscious without any symptoms. Patient was transferred to the itu for further investigation. The physicians suspect that the root cause of the pericardial effusion is a left ventricle wire perforation and not an annular rupture.